Event description:
It was reported that the patient went in for a refill. The physician removed 18 ml of medication out of the pump when only 3.7 ml was supposed to be remaining. The physician was unsure what the issue was. The patient was not experiencing any symptoms. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.